Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-may-2018 with the following findings:there were multiple pump reboot events observed in the pump's black box history. There was no moisture corrosion found in the battery compartment. The pump was exercised for 24 hours with no power issues observed. The recorded total daily doses of insulin added up to the user's programmed rates with no issues. The pump passed a delivery accuracy test with no issues.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 636 mg/dl with polyuria, confusion and dehydration. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient alleged the serious injury is associated with an intermittent power issue. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an intermittent power issue; the user may be unaware that the pump has lost power, leading to under delivery.